Manufacturer narrative:
(B)(4). Device evaluated by mfg: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Multiple kinks and bends were noticed throughout the catheter shaft. Fluid was leaking in these areas of the kinks. The leaks ranged on the device from 11cm from the tip proximally to 8cm from the hub. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. No leaks were noticed at the pump area. The device ran within normal range (10.95 kpsi), without issues or errors. The investigation conclusion is not confirmed; returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported an error message displayed and a leak occurred. Two spiroflex angiojet thrombectomy sets were selected for a thrombectomy procedure in an unspecified lesion. During preparation, the catheter was connected to the console and an "out of saline solution" message displayed. The device was flushed for 5 seconds then stopped. It was noted that the pump leaked out onto the floor. This occurred with both catheters. The procedure was completed with a non-bsc catheter. No complications were reported. The patient's status was good and the patient was discharged. However, device analysis revealed leaks on the shaft, 11cm from the tip.